Event description:
As part of a legal mediation effort, on (B)(4) 2013, intuitive surgical inc. (Isi) received information including medical records concerning a patient who underwent a da vinci si pancreatectomy and splenectomy procedure on (B)(6) 2011. No intra-operative complications were documented in the operative report for the da vinci si surgical procedure. The surgeon noted that the patient tolerated the procedure well and without complications. The patient was discharged home on (B)(6) 2011. There were no reports of a malfunction of the da vinci si system, an instrument, or an accessory during the surgical procedure. On (B)(6) 2011, the patient was admitted to a hospital for a reported complaint of gradually worsening abdominal pain. A CT scan revealed that the patient had post-operative and recurrent pancreatitis. The CT scan also found small cystic masses on the pancreas. On (B)(6) 2011, the patient underwent a pancreatic debridement procedure as well as debridement of multiple peripancreatic abscesses. Two drains were placed during the procedure. The operative report indicated that the patient tolerated the procedure well and without complications. According to the patient's medical records, the patient developed respiratory distress during the hospitalization and on (B)(6) 2011, the patient underwent a tracheostomy procedure due to developing respiratory failure. According to the operative report, the patient tolerated the procedure without complications. On (B)(6) 2011, the patient was evaluated for peristomal bleeding and aspiration from the tracheostomy site. The patient subsequently underwent a bronchoscopy, decannulation of the trachea, and direct control of the bleeding vessel. Sutures were placed to control the bleeding and obtain hemostasis. In addition, a revision of the tracheostomy with dilatation of the tracheostomy tract using hegar dilators was performed. Also, a tracheostomy tube was placed. On (B)(6) 2011, the patient received consultation for acute respiratory failure and on (B)(6) 2011, the patient received consultation for polymicrobial pneumonia.

Manufacturer narrative:
Based on the information provided, intuitive surgical has not determined the root cause of the post-surgical complications experienced by the patient. The operative report does not contain any allegation of a malfunction of a da vinci system, instrument, or accessory. No previous complaint was reported relating to this event. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: the patient's medical records indicate that the patient developed a pancreatic abscesses after undergoing a da vinci si pancreatectomy and splenectomy procedure.